Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received motor error alarms and a motor position encoder error alarm. The customer's mother stated that they had high blood glucose of 445 mg/dl at the time of incident. The customer's mother stated they also had high blood glucose of 432 mg/dl with a motor error alarm. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside of the device and passed; the motor may have had and intermittent failure that was not detected during our testing. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.